Event description:
It was reported that a continuous glucose monitor (cgm) error 42 occurred. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer by providing complete pump reset information and guiding them through the reset process, after which the error did not reappear. The customer successfully started their sensor session.